Event description:
Customer reported the system was down. Additional information revealed the system was not saving images, and was mixing up recalled images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive. System operates as intended.